Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged due to twiddler¿s syndrome. The physician was not able to relocate the electrode in the same vein and same position due to stenosis hence a new and thinner electrode was successfully implanted. The lv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.